Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The pacel bipolar flow directed pacing catheter instructions for use (IFU) states that potential adverse effects may be associated with the pacel bipolar flow directed pacing catheter. These include arrhythmias, cardiac perforation, cardiac tamponade, and damage to vessel or valve structures. The pacel bipolar flow directed pacing catheter instructions for use (IFU) recommend a defibrillator and respiratory assist equipment and/or anti-arrhythmia drugs should be readily available in the event complications arise during catheter placement.

Event description:
On (B)(6) 2016, a 23mm portico valve was implanted (depth: 6mm). Post-implant, the patient went into complete heart block and required temporary pacing with a pacel pacing wire. During temporary pacing, it lost capture and the patient became asystolic. The administration of chest compressions and atropine were successful in resuscitating the patient. The pacing wire continued to lose position and was removed in favor of a temporary, external pacemaker. Post-procedure anemia was reported and required a transfusion. A CT scan revealed a retroperitoneal bleed. On (B)(6) 2016, the patient was taken to surgery for evacuation of a hematoma and hemostasis was achieved. The source of the bleeding was not conclusive. The patient remained hospitalized due to elevated lactic acid levels and was reported to be in unstable condition. The patient was weaned off sedation on (B)(6) 2016 allowing the patient 72 hours to emerge but the patient was without spontaneous movement. On (B)(6) 2016, a cranial CT found a wedge-shaped deformity in the right parietal lobe representing an acute or subacute infarction. It was not known whether the stroke was due to the implant on (B)(6) or second procedure on (B)(6) as the patient was sedated consistently between the two procedures. (Clinical study patient ID: (B)(6)).